Event description:
The reported description notes that the bedside monitor's red (high priority) pt alarms are functional and the yellow alarms are not functional. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor's red (high priority) pt alarms are functional and the yellow alarms are not functional. Should the yellow alarms (low priority) not alert the user of a change in the pt's condition, pt harm/injury is possible. Root cause - undetermined. An eval of the cited bedside monitor was performed by a philips technical engineer. Using an ECG simulator, the tech was able to produce the yellow (low priority) alarms with no problem identified. The bedside monitor is operating per manufacture specs. Device labeling (IFU) adequately describes control of alarming. The monitor was returned to customer svc. There have been no add'l reports received regarding this pt monitor since the date of this complaint. Consideration of this complaint and similar complaints supports that there is no design, mfg, materials, or labeling problem. No further investigation or action is warranted.